Manufacturer narrative:
The drill attachment was returned to the MFR: however, the product has yet to be evaluated. A follow up report will be filed once the product evaluation has been completed.

Event description:
It was reported that during a routine equipment evaluation conducted by the manufacturer's sales rep, a drill attachment heated up. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.